Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of pelvic adhesions and bilateral salpingo-oophorectomy.

Event description:
It was reported that a patient underwent an obturator sling procedure to treat stress urinary incontinence and cystocele on (B)(6) 2009. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures, including a surgical extraction of the exposed portion of the sling and implantation of a mini-arc sling on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia, vaginal scarring and urinary problems post implantation. (B)(4). Undefined recurrence; dyspareunia; urinary problems.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).